Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: a3dr01 ipg implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the patient experienced severe chest pain. It was noted that the right ventricular (rv) lead exhibited failure to pace with a suspected cardiac perforation. The patient was hospitalized for emergency device check. A device check revealed that the rv lead had no pacing in bipolar and unipolar mode, and was extracted and replaced with a non mdt lead. Following the procedure the atrial lead exhibited high threshold, but subsequently stabilized to normal range. No further patient complications have been reported as a result of this event.